Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator service required alarm occurred during the operational check. The log was checked and two error codes were found. Evt_therapy_buzzer_fail means there was a buzzer failure and evt_speaker_fail means there was speaker failure. The system board was replaced to address the issues. Additionally, unrelated to the reportable malfunctions/errors, during evaluation the silver sticker around the power button was found to be gone, the vanity cover assembly was replaced.